Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: the issue in this cer is deemed a reportable event since the malfunction 'connection panel lost' which logs different tfs and switches to ambient mode during ventilation will cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device showed many tfs in one single second and the display "panel connection lost" alarm during ventilation was due to a defective esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from the complainant which should have led to further questions regarding any harm to the patient or user. As complaint in this cer was submitted to hamilton medical ag over 2 years ago, no attempts will be made to obtain additional information. The allegation in this cer was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like the issue in this cer as it will be deemed a reportable event.

Event description:
Respiratory therapist said the ventilator experience technical faults and the screen went black during a patient ventilator. An internal and external incident reports was made, bio-med will not give the external report/FDA report number. Device's files will be emailed.